Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a merlin-on-demand report was received for a patient. Atrial over-sensing appearing for possibly atrial lead noise was noted. The physician was contacted, and he said the patient had passed out earlier. The plan is for the patient to be checked at the hospital to further test lead.